Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "imperfection in balloon due to process". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Valve type: use luer slip tip syringe. Do not use needle. "Recommended inflation capacities: 3cc balloon: use 5cc sterile water, 5cc balloon: use 10cc sterile water, and 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities". To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the foley balloon did not inflate, saline shot through for the lot #ngez3195. Also it was reported that there was hole found in balloon for the lot ngfn4328. Per follow up on (B)(6) 2021, customer stated regarding the lot #ngez3195 as it was inflated using whatever provided in the foley kit. Stated that customer inserted the catheter, filled the balloon and pulled back as waiting to feel resistance in order to place the statlock on the patient's leg. The catheter just kept coming out, the balloon was never inflated. Customer attempted to check the balloon after it was taken out of the patient and the saline would not fill the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley balloon did not inflate. Also it was reported that there was hole found in balloon.